Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to the motor encoder signal being out of phase.

Event description:
The customer stated that the insulin pump alarmed motor error and failed battery test. Troubleshooting was performed and found that the insulin pump alarmed motor error during the rewind. Nothing further was reported.